Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required surgical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). The dermal cyst was not related to optune gio therapy.

Event description:
A 58-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that she had undergone surgery earlier that day to remove an atheroma from her scalp. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, the patient's prescribing physician confirmed that the procedure to remove the pre-existing atheroma was conducted on an outpatient basis. The physician indicated that the atheroma may have become sore because of heat exposure and concurrent use of optune gio therapy. However, it was not considered inflamed. A family history of this condition was also noted. The patient planned to resume optune gio therapy once the stitches are removed and the wound has healed.